Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood clot developed during a carotid endarterectomy procedure after a vascu-guard patch was implanted in a patient. The cause of the blood clot was not reported however, it was reported that after the surgeons implanted the patch, a venous doppler was performed which revealed no blood flow. At this time, the surgeons re-opened the patient and discovered a blood clot. The surgeons cleared out the blood clot and tested the patient with the venous doppler and subsequently they were able to hear blood flow. The patch was left implanted in the patient. The outcome of the patient was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.